Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion. The balloon was prepped according to the instructions for use, but the balloon ruptured at rated burst pressure. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another balloon was used to complete the procedure. No additional information was provided.